Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no reported impact to the customer¿s blood glucose level. Customer followed guidance from technical support to remove pump from case, attempt different powering and charging steps, and then arranged for pump replacement under warranty, planned to use multiple daily injections as backup insulin therapy, and agreed to place pump in storage mode and return it, as well as to reprogram settings and reconnect continuous glucose monitor on replacement pump.